Event description:
New information notes the patient presented to the clinic and all lv vector had phrenic nerve stimulation present. It was not possible to find a good vector. The lv lead was programmed to off. The patient was programmed to ddd with vip ¿on¿. The patient was doing well before during and after the event. The lead remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient needs to come to the clinic since the patient might have been suffering from phrenic nerve stimulation and that the lv lead might have been turned off.

Event description:
New information notes phrenic nerve, diaphragm, and chest wall. On (B)(6) 2019, the lead was capped and replaced due to phrenic stimulation around all vectors. It was noted that this was all anatomy depend. There were no consequences to the patient.